Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that powerglide needle did not safety. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint that the safety mechanism did not engage was confirmed but the cause is unknown. A single photograph of the implicated 18g powerglide pro housing was returned for evaluation. The guidewire had been advanced and the catheter had been deployed off of the device. The safety mechanism had not advanced over the needle and appeared to still be within the housing. No obvious bends or damage were seen on the needle shaft which would have prevented advancement of the safety mechanism. It appears that the safety mechanism did not travel down the needle shaft with the catheter wings. However, the root cause could not be determined from the returned photograph; there were no distinguishing features in the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that powerglide needle did not safety. No other information was provided.